Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2023. The following additional information was received: after contacting the hospital, the suturing tissue layers during the surgery were perineal skin, subcutaneous tissue and perineum, and the suturing method was interrupted suturing. The patient's wound healing was improved after symptomatic treatment, and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient experience a wound dehiscence? Did the suture break? Was the wound re-sutured? Current patient status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent surgery for the delivery of the patient's second pregnancy with suturing of perineal laceration on an unknown date and suture was used. Nine days after the surgery, the patient complained of perineal pain and rupture. The patient's vulvar wound is red, swollen, stinging, with exposed suture, and does not heal. The patient had post op inflammation. Cut off the surface suture according to the doctor's instructions and clean it with potassium permanganate. Additional information was requested.